Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support (B)(6) 2012 to report that he had suffered a hypoglycemic episode and had lost consciousness and fallen. Pt claims he does not remember hearing cgm's audible alerts. At the time of his episode, pt remembers cgm reading 75 mg/dl. Pt was able to drink some orange juice before he lost consciousness. Paramedics were called and pt had to crawl to unlock the door for them. Pt does not recall how the paramedics treated him but recalls his bg being measured at 131 mg/dl by paramedics, when he became physically stable. Due to his fall pt suffered bruising on ribs and left foot as well as lacerations on hand and scratches on legs. At the time of his initial call and during follow-up calls initiated by dexcom technical support, pt reports that his body was still beat up, his mind was still foggy and that he had difficulty remembering things. Pt also states that he was still having difficulties with his right had, that his ribs still hurt and that he felt he had "aged" since the incident.